Event description:
It was reported that patient presented in clinic for a routine follow up when rv capture confirm test in-clinic failed, even though device was pacing above the intrinsic rate and was able to successfully capture. Autocapture was disabled. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.